Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was 101 mg/dl. Customer stated that she had change her battery and the insulin pump was alarm that it was a failed battery and now the pump screen is blank. Customer is calling back with blank display after receiving new battery cap. Customer reports display is blank. Customer states that the display was blank less than 30 seconds. Customer states display is blank currently. Insert battery alarm did not display on the pump screen. The customer was assisted with troubleshooting and the display did not return. Customer stated that this issue of the battery has been happing for months and customer stated that it will work on the third battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now, low battery alarm, failed battery test alarm or blank display noted. (B)(4).